Event description:
The xenon light source was returned to the service center with a report stating that the device had been used for up to 100 hours. This did not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During inspection of the device, a scope error (e102) was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the scope error (e102) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.